Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire into the left ventricular lead. The physician suspected a kink on the lead. The lead was no longer used and replaced. The patient was stable after the procedure and would continue to be monitored.